Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. When our investigation is completed, a f/u report will be submitted.

Event description:
It was reported that during an ablation procedure, the irrigation port on the catheter handle broke after one hour of use. There were no consequences to the pt. Add'l info was requested and is unavailable.